Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, pt 1, inratio: >7.5, lab: 5.2. Date: (B)(6) 2010, pt 3, inratio: >7.5, re-test: 3.2, lab: 2.7. For pt # 1, lab draw was 30 minutes after meter test. For pt #3, lab comparison was done immediately after meter testing. Customer stated they were wiping the firs drop of blood.

Manufacturer narrative:
Investigation pending.